Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system at 3.5 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump had cracked case above corners of display and cracked on reservoir tube.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 147 mg/dl at the time of the incident. The customer stated that the insulin squirted out during manual prime. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.